Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen was intermittently not working, not responding in certain sections when pressed. The screen calibration failed to resolve the problem. There was no reported patient involvement, therefore no health consequences or impact.